Event description:
It was reported that the right ventricular (rv) lead has varying and increasing pacing thresholds. The rv lead has diminished r-wave sensing. The rv coil has varying impedance. A check on the lead reveals a lead integrity alert (lia) for high rate non-sustained (hr-ns) and sensing integrity counter (sic) episodes. The lead remains in use. It was further reported that the right atrial (ra) lead has varying and increasing pacing thresholds. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.